Event description:
During a lap hysterectomy procedure, device worked fine at first, then had instrument error code. Cleaned tip, let cool off, still did not work and gave instrument error code. Replaced handpiece and completed procedure. No pt consequence.